Event description:
It was reported that the patient fell out of bed. No injury was sustained. The customer indicated that the patient was trying to get out of bed. No injury was sustained. The staff claimed that at the time of the fall, the varizone movement system was on and did not sound. The bed was swapped to the service center. The bed evaluation was performed, and the patient's movement system was checked; no malfunction was found.

Manufacturer narrative:
The investigation is ongoing. Results will be provided in the final report.